Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported two of her tampons fell apart and pieces remain inside of her. She self-removed the remaining pieces.